Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified a clear fracture near the tip of the screw, with the screw's tip missing. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants¿ instsm rev 08/18. Information identified: applicable information can be found in the torque matrix - internal connection section. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported fracture of the abutment screw. The reported screw fracture complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg fractured inside the implant. The fractured piece could not be removed and the implant was consequently removed.